Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2015. Subsequent diagnostic tests resulted within normal limits while others resulted with high impedance. It appears that there may be an intermittent fracture present. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It was noted that the normal mode was previously programmed off on (B)(6) 2012 however the magnet mode remained on. Further follow-up found that the patient was perceiving magnet stimulation in spite of the high impedance. No surgical interventions are known to have occurred to date. Attempts to obtain additional information have been unsuccessful to date.